Manufacturer narrative:
Add'l info will be provided, once investigation is completed.

Event description:
It was reported that the unit was experiencing over-pressure from co2 and the pt experienced high levels of co2.